Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won¿t scan, leds do not illuminate. There was no patient involvement.

Manufacturer narrative:
This file is no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.

Event description:
The customer reported the device will not scan, leds do not illuminate. There was no patient involvement.